Event description:
It was reported that during a da vinci s prostatectomy procedure, the cable at the tip of the prograsp forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. A visual inspection shows all drive cables at wrist are intact. Engineering evaluation also found that one grip close cable is derailed from the distal idler pulley. The cable is exposed on outside of pulley, which may contribute to wrist motion not being smooth. The grips were unable to open/close properly when inputs were manually rotated. The grips remained stuck in open position. The housing was removed to find the flush tube dislodged from the luer plate. The flush tube is pushed inside the housing and the flange feature that helps it stay retained in the luer plate has become detached. The flush tube inner surface exhibits above average contamination. The instrument was disassembled to find excessive biodebris stuck to the distal end of the hypotubes. The biodebris prevents relative motion between hypotubes, causing the grips to stick. Engineering concluded that the damage is likely due to improper/insufficient cleaning. No other damage was found. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: - read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.